Event description:
Complainant alleged that during functional testing, the device display was erratic and no clinical info could be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.